Event description:
The user facility reported a male patient of an unknown age in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump was in the left ventricle (lv) when there were concerns of heparin induce thrombocytopenia (hit) and heparin was removed. On day seven of the support, the team observed lv clot to be present. The pump was removed and left ventricular assist device (lvad) was placed. The team did note the thrombus may have developed due to lv not moving well during the large infarct myocardial infarction (mi) that damaged the tissue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombus could not be determined. The instructions for use states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿